Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing in the left ventricular (lv) channel. In addition, the left ventricular (lv) lead was reported to be placed in the left bundle branch (lbb). The lv lead was suspected to exhibit loss of capture (loc). Technical services (ts) was consulted and upon review of the presenting electrogram (egm) not enough evidence was found to determine whether capture was present. Ts stated that due to the lv lead placement, sensing programming was limited. Further in clinic evaluation was recommended. Additional information was provided stating that the lv loss of capture (loc) was related to a suspected twiddlers syndrome. In addition, it was indicated that the physician tried to reposition the related lv lead. As there was no lv capture and the patient did not experience adverse effects in result of this, it was decided to keep the device pacing only on the right ventricular (rv) lead. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported. Further information was provided clarifying that related left ventricular (lv) lead was not repositioned. The repositioning was related to a previous lv lead the patient had and it was explanted on a previous procedure. The associated lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing in the left ventricular (lv) channel. In addition, the left ventricular (lv) lead was reported to be placed in the left bundle branch (lbb). The lv lead was suspected to exhibit loss of capture (loc). Technical services (ts) was consulted and upon review of the presenting electrogram (egm) not enough evidence was found to determine whether capture was present. Ts stated that due to the lv lead placement, sensing programming was limited. Further in clinic evaluation was recommended. Additional information was provided stating that the lv loss of capture (loc) was related to a suspected twiddlers syndrome. In addition, it was indicated that the physician tried to reposition the related lv lead. As there was no lv capture and the patient did not experience adverse effects in result of this, it was decided to keep the device pacing only on the right ventricular (rv) lead. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.